Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the 5f mynx control vascular closure device (vcd) was partially deployed right out of the packaging. There was no reported patient injury. The device was stored per labelling and opened in sterile field. The device was not storage temperature exceed 25 °c. The device or packaging was not damaged in any way. The device was not inserted into the patient. The device is expected to be returned for analysis. No other information was provided.

Manufacturer narrative:
As reported, the sealant of the 5f mynx control vascular closure device (vcd) was partially deployed right out of the packaging. There was no reported patient injury. The device was stored per labelling and opened in sterile field. The device was not storage temperature exceed 25 °c. The device or packaging was not damaged in any way. The device was not inserted into the patient. No other information was provided. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the grip tip was swollen and exposed to blood on the catheter near balloon¿s proximal tip. The sealant was swollen. The atraumatic distal tip of the balloon catheter was bent at an angle. Both button 1 and button 2 were in manufacturing position, and the stop cock was open. The packaging case and syringe were not returned for investigation. Per functional analysis, an applicable lab sheath and syringe were used. The device was prepped, the balloon was inflated, and button #1 was depressed with clock sign visible. Per dimensional analysis, the product was found within specifications. Per microscopic analysis, the grip tip was swollen, exposed on the sealant¿s outer sleeve assembly. A product history record (phr) review of lot f2030804 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature/during prep¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. It should be noted that the mynx control device is designed with sealant placed underneath the overlapped outer sleeves of the cartridge. The slits on the outer sleeve assembly are designed to protect the sealant from exposing prematurely, decrease unsheathing force, and increase deployment reliability. If the outer sleeve is damaged/shredded during the device insertion into sheath, that could cause the sealant exposed prematurely. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.